Manufacturer narrative:
The patient death was reported in report (B)(4). The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the device had frequent low flow alarms which were confirmed in the analysis of the event log files. It was determined that the cause of the low flow events was a pump malposition. The patient underwent a redo thoracotomy on (B)(6) 2018 and repair and repositioning of the lvad with new internal fixation. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was admitted on (B)(6) 2018 and pyridostigmine was started for possible preload insufficiency, which appeared to resolve the low flow events. Additionally, the pump speed was increased to 5100. A repeat CT of the chest confirmed lvad positioning and both the CT from april and from this admission were sent to abbott for review. Log files were also sent to identify data trends that could indicate outflow cannula twisting. The patient was hospitalized from (B)(6) 2018. All studies were reviewed by abbott engineering and they did not indicate obvious outflow graft twisting or lvad malpositioning. With the low flow events resolved and with the patient reporting no signs or symptoms, the patient was discharged on short acting pyridostigmine with a prescription to obtain long acting dose at home within the next week. It was later reported that the patient was admitted due to an intra cranial hemorrhage stroke. A CT scan was preformed and showed a acute ich with interval increase in size of hemorrhage. The patient was on no anti-coagulants at the time of the event. The patient expired on (B)(6) 2018.

Manufacturer narrative:
The patient death was reported under MFR # 2916596-2018-03169. Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events; however, a specific cause could not conclusively be determined through this evaluation. Additionally, the report of a malpositioned inflow conduit could not be confirmed. The log file contained multiple low flow events when the estimated flow dropped below a threshold of 2.5 lpm. One of these events lasted for 10 seconds or more, long enough to a trigger low flow alarm. Despite the low flow events, the pump speed remained above the low-speed limit for the duration of the log file. The hm3 lvas instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.